Event description:
The pt reported the top of her charging system has come off which is exposing its internal circuitry. Subsequently, the pt is afraid to charge her scs system. A replacement charging system (low energy) was sent to the pt. Follow-up identified the issue was resolved with the replacement charging system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.